Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose around (B)(6) 2019 with blood glucose of 396 mg/dl at the time of the incident. The customer was at 418 mg/dl at another incident. The customer was given fluids and corrections to treat. The customer experienced symptoms such as lethargy. The customer was wearing the insulin pump during the incident. The customer believes the pump is under delivering. Troubleshooting was not completed as the customer declined. The customer reported the smell of insulin in the pump but no leaks. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08710 inches. No under delivery anomaly or over delivery anomaly noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Device uploaded properly using carelink. Device had minor scratched display window, scratched case and a pillowing keypad overlay. No insulin odor noted in the reservoir compartment. During visual inspection, no moisture damage noted on the motor or on the electronic assembly. (B)(4).